Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator exhibited noise resulting in an inappropriate shock. An x-ray was completed confirming the lead was fully inserted in the device header with no evidence of damage. The patient was then seen in clinic and provocative maneuvers were performed with noise unable to be reproduced. The device was then reprogrammed to the alternate vector to mitigate further oversensing. This device was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause.